Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The investigation determined that the reported suture/link separation and unexpected medical intervention appear to be related to operational context. It is likely that an interaction of the device with patient anatomy or suture/link pulled until it breaks due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
This was reported as an arteriotomy closure of the left common femoral artery with a prostyle device after a percutaneous transluminal angioplasty procedure using a 6f sheath. Reportedly, the suture separated when the plunger was removed. The knot was found untied upon device removal. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.